Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # y7011v. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the lockout mechanism prematurely activated. In addition, the packaging opened was returned along with the instrument. In order to evaluate the internal components, the device was disassembled. Upon disassembling of the device had the latch was found to be bent causing the premature activation of the lockout mechanism. In addition, five (5) clips were found inside clip track. Additionally, a photo was provide and show a foreign matter that not belong to the device. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, at the end of the surgery a metal fragment was found on the mayo table (this metal fragment was about 5 mm in diameter). It was not known where the shedding (or peeling off) occurred. Device was jamming. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: is it known where the "metal fragment was found on the mayo table" was from? Was it part of the device jaw? It may be part of the device jaw. But we cannnot judge it.was it part of the device's trigger?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.